Event description:
It was reported that the fluorostar system failed to initialize, and only did so after several attempts. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the system needs replacement part ipc1000. Part installed and setup completed. The system was tested and found to be working as intended and placed back into service.